Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform occlusion and excessive no delivery test due to compromised force sensor system alarm and motor error alarm during testing. The motor was tested outside the device and passed, however moisture damage noted on motor assembly. The insulin pump passed self test, unexpected restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked end cap.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.